Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a bard channel drain was broken when it was removed from the patient body 5 days after placement. The drain tube was used for abscess drainage after appendicectomy. The drain tube was inserted into the patient's pelvic floor. The drainage was performed successfully and the doctor removed the drain tube after 5 days. However, the drain tube was allegedly broken while removing, and the tube fragment remained in the patient's body. The remaining drain tube fragment was removed with an additional operation and the patient recovered. Reportedly, the broken site of the drain tube had been fixed with a suture.

Manufacturer narrative:
Received 1 used wound drain with the evacuator still attached only. The returned drain was visually evaluated and a break was noted on the round channel (white) of the silicone drain. The breakage area showed jagged edges. Per 10 x magnification, stress marks were visible. A piece of the round channel (white) of the silicone drain fragment was cut to take measurements with an electronic measurement vision system. The results were as follows: od = 0.29220¿ (per specification, the od=0.294¿ 0.008¿). ID = 0.24654¿ (per specification, the ID=0.248¿±0.010¿). The channel drain dimensions were found to be within specifications. Therefore, the reported event was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "indications: bard® channel drains, round and flat silicone, are indicated for use with selected bard® evacuators for closed wound drainage following head and neck, orthopedic, abdominal, ent, ob/gyn, plastic, neurosurgery, thoracic and cardiovascular (channel drains only) procedures. To avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a bard channel drain was broken when it was removed from the patient body 5 days after placement. The drain tube was used for abscess drainage after appendicectomy. The drain tube was inserted into the patient's pelvic floor. The drainage was performed successfully and the doctor removed the drain tube after 5 days. However, the drain tube was allegedly broken while removing, and the tube fragment remained in the patient's body. The remaining drain tube fragment was removed with an additional operation and the patient recovered. Reportedly, the broken site of the drain tube had been fixed with a suture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a bard channel drain was broken when it was removed from the patient body 5 days after placement. The drain tube was used for abscess drainage after appendicectomy. The drain tube was inserted into the patient's pelvic floor. The drainage was performed successfully and the doctor removed the drain tube after 5 days. However, the drain tube was allegedly broken while removing, and the tube fragment remained in the patient's body. The remaining drain tube fragment was removed with an additional operation and the patient recovered. Reportedly, the broken site of the drain tube had been fixed with a suture.